Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postop removal of cancer with hyperthermic intraperitoneal chemotherapy procedure and implantation of device, the patient came with a closed sterile abscess as per the surgeon description, which need long time to be released and delayed the chemotherapy treatment for 3 months after the surgery. The surgeon opened this fluid accumulation to drain it, a culture taken and the result was negative to complete the case.